Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that a one touch meter was reading inaccurately high. The patient tests her blood glucose twice a day. She takes 1 pill of glipizide everyday. The patient indicated that the alleged issue started around two months in 2007. At that time, she had just received a new shipment of one touch ultra test strips. Immediately after using the test strips, the patient noticed that she was getting readings that were higher than normal. On an unspecified date/time, the patient obtained a meter reading of over 300 mg/dl that she mentioned was extremely high for her. After obtaining the result, the patient stated that she took an extra pill of glipizide. An unknown time later that day, the patient developed symptoms of feeling shaky and was sweating. While having the symptoms, the patient tested her blood glucose and got a result of "150 something" mg/dl. The patient stated that she usually exhibits symptoms of low blood glucose with a level less than "80 mg/dl." The patient then tested her blood glucose with a friend's meter and got a result of "68 mg/dl." The patient administered self-care by drinking orange juice and eating peanut butter. The self-treatment relieved her symptoms. She denied seeking or receiving medical intervention from a health care provider. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient developed symptoms suggestive of hypoglycemia after the alleged meter inaccurately started. The patient also obtained a meter reading that did not correlate with her symptoms.